Event description:
Reporter rec'd the er1 message during a time she was having trouble controlling her diabetes and experiencing renal failure and was on a sliding scale for her insulin dosing. Reporter was also testing routinely at the doctor's office, twice a week, and discovered her surestep meter was consistently "lower" and so she purchased the accusoft advantage meter and hasn't used the surestep meter since. Upon reviewing her er1 messages on the surestep meter she stated that she "...usually retested".